Manufacturer narrative:
This device remains implanted and in service, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert from the patient home monitor equipment reported a right ventricular (rv) lead shock impedance of greater than 150 ohms. At a recent follow up appointment shock impedance measurements were 120 ohms. (Both in supine and standing position). No changes in shock impedance measurements during lead integrity testing and pocket manipulation. No noise was observed and right ventricular (rv) lead sensing and pacing impedance are stable. No changes were made. The physician will continue to monitor the patient.